Manufacturer narrative:
H3: the echelon-10 micro catheter was returned for analysis. The synchro 2 guidewire used during the event was not returned for analysis. No damages or irregularities were found with the echelon-10 hub. The distal ~ 2.5cm of the echelon-10 micro catheter appears to be shaped with some shaping damage observed. The distal tip and distal marker band were found damaged (ovalized). The catheter was found kinked proximal to the distal marker band. The catheter wall was also found thinning proximal to the distal marker band with a puncture at the same location. The echelon-10 micro catheter total length (to the proximal marker band) was measured to be ~152.5cm and the usable length (to the proximal marker band) was measured to be ~144.7cm, which is within specification (specification: total (ref) = 155cm, usable: 147cm ± 1.5cm). The micro catheter was flushed, and water exited the distal end and at the punctured. Based on the device analysis and reported information, the customer¿s report of ¿catheter puncture with guidewire¿ was confirmed. The catheter was found to have shaping damage, with the catheter wall at the punctured location found thinning. Possible causes of the damage are using a heat source other than steam, holding the catheter tip too close to the heat source (1 inch), not using the shaping mandrel, due to holding the device against the heat source too long (approximately 10 seconds) or removing the shaping mandrel prior to the catheter cooling following tip shaping. The catheter wall was found thinning, potentially due to the steam shaping, or due to the kinking. The puncture would have occurred due to the thinning wall. As the synchro 2 guidewire used during the event was not returned for analysis, any contribution of the guidewire towards the puncture could not be assessed. The synchro 2 guidewire has an outer diameter of 0.014¿, which is compatible for use with the echelon-10 micro catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information, that a guidewire punctured the echelon catheter. During the process of pushing the microcatheter to go upper, the surgeon found, that the guidewire had passed through the side wall of the microcatheter tip and could no longer be used. The damage was in the distal section. There was no friction or difficulty, during insertion of the guidewire. Aside from the puncture. There was no damage to the catheter. The guidewire was no kinked or damaged. The catheter was flushed, as indicated in the instructions for use (IFU). The devices were prepared, as per IFU. The patient was undergoing treatment was middle cerebral artery aneurysm. Vessel tortuosity was minimal. The access vessel was the femoral artery with a diameter was 5.5mm. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the guide wire was synchro 2 generation, the specific lot number was uncertain. The cause of the echelo puncture was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.